Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in navigated posterior lumbar fusion therapy for revision for broken screw and extension of construct. Levels implanted: l4-s2 it was reported that the patient had two broken screws that were revised on (B)(6) 2023. The doctor revised the previous construct and was able to remove both screws from s1, he replaced them with 8,5mm diameter screws and new rods. Also at that time, he used infuse in the lateral gutters. That same patient went back to the doctor with pain in his back and the broken screw was discovered. So today, he removed all screws (l4, l5 and s1) and replaced them with new screws. The screw that was broken was in the s1 right side. The broken screw was not removed but a second screw (B)(6) was navigated into place alongside the broken piece in s1 right side. The doctor also added two s2 screws that went through s2 and into the ilium. Those s2 screws were 8.5x80mm. There was an attempt to r emove the broken piece, but there was not a connical extraction bolt large enough to grab the 8.5mm diameter screw fragment, so the doctor decided that he would navigate a screw alongside the fragment. The screw has been explanted partially - thetop portion of the broken screw came out easily the bottom portion could not be removed. No injury was reported. No further complications were reported/anticipated.